Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: part: 323.062-us, lot: 24p1516, manufacturing site: (B)(4), release to warehouse date: 26 november 2019. A manufacturing record evaluation was performed for the finished device part: 323.062-us, lot: 24p1516, and no non-conformance's were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during broken clavicle fixation surgery, the tip of the 2.0mm drill bit broke, as the surgeon was pulling it back. Surgeon was able to retrieve the tip. There was another drill bit on the set. There was no surgical delay. Procedure outcome is unknown. No damage or harm to the patient. This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).